Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the urgent care and was diagnosed with a skin infection called a abscess. The patient had a fever. For treatment, the patient was prescribed keflex, 7.5ml, three times a day for two weeks. The patient was discharged after a few hours. The pod was discarded.